Manufacturer narrative:
A supplemental MDR is being submitted, due to engineering evaluation findings. Sections g6, h2, and h6: component codes, type of investigations, investigation findings, investigation conclusions have been corrected. The product was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed using the valve serial numbers and revealed no other complaints relating to this complaint. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A review of edwards lifesciences risk management documentation was performed for this case.the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaints of stenosis, thickened leaflet, and leaflet motion restriction were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years after a successful transfemoral aortic valve replacement with a 26mm sapien 3 valve, the valve was explanted. The reason for explant was valve stenosis, caused by leaflet thickening and leaflet motion restriction.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of hyperlipidemia and diabetes. Hyperlipidemia and diabetes are known factors that may increase the risk of valve calcification leading to thickened leaflets. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had thickened leaflets, which may prevent the leaflets from functioning properly and lead to stenosis and restricted leaflet motion. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry, approximately 4 years after a successful transfemoral aortic valve replacement with a 26mm sapien 3 valve, the valve was explanted. Medical records showed the patient was admitted for chest pain and evaluation of tavr with elevated gradients. The prosthetic valve was found to be stenotic with mild paravalvular leakage and mean gradient of 41mmhg and low aortic valve area (0.6 cm2). The reason for explant was valve stenosis, caused by leaflet thickening and leaflet motion restriction.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication of device return.